Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: three loose 1ml syringes with needle (p/n 309623) were received. The samples were visually evaluated. Two syringes were observed to have a label affixed to the barrel. The needles were removed and observed for any potential clogging by verifying if light passed through the cannula. For each sample light was seen passing through the cannula tunnel which was acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the device experienced the needle clogged/blocked. The following information was provided by the initial reporter. The customer stated: it was reported that the needle would be blocked as if the opening had not been made. For some time now, the staff have told me that they have a problem with the needles of this syringe, the needle would be blocked as if the opening had not been made.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, the device experienced the needle clogged/blocked. The following information was provided by the initial reporter. The customer stated: it was reported that the needle would be blocked as if the opening had not been made. For some time now, the staff have told me that they have a problem with the needles of this syringe, the needle would be blocked as if the opening had not been made.